Manufacturer narrative:
The pump passed the displacement test, active current measurement, sleep current measurement and self test. No pump error 68, 63 and 23 alarm noted during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: pump error 68 alarm on (B)(6) 2025 at 07:32:19.000, pump error 63(variableinfo = 12) (file number = 522; line number = 341) alarm on 01/29/2025 at 07:30:31.000, pump error 23 alarm on (B)(6) 2025 at 07:32:43.000 pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor and force sensor. The (sc1 cap/test p-cap) locks properly into the reservoir compartment. ¿the following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, and cracked battery tube threads. Alleged pump error 63 was confirmed in the formatted history files (variableinfo = 12) due to arm watchdog failure suspecting hardware as per software r&d pump analysis log. Customer alleged not confirmed for pump error 68 and 23 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low-level failures), pump error 68 (trace pointers are invalid), and the pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the error and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced as the pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.